Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic sigmoid colectomy with mobilization of splenic flexure indocyanine green (icg) angiography and sigmoidoscopy, the surgeon fired the stapler as directed and when it was being pulled out, the anvil detached from the stapler and remained inside the patient. The anvil was then successfully and safely retrieved. There was no patient injury.